Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false atrial fibrillation (af) episode while the patient had an magnetic resonance imaging (MRI) procedure. It was further reported that the device "ignored markers". The icm remains in use. No patient complications have been reported as a result of this event.